Manufacturer narrative:
The alleged occurrence of hernia was assessed as a serious injury related to the use of the coolsculpting device. Although no additional information has been obtained from the patient¿s physician confirming the hernia diagnosis and treatment recommendation, hernia generally requires surgical intervention to correct and prevent further complications. The occurrence of hernia is a risk inherent to the coolsculpting procedure when a vacuum applicator is used, and this is detailed in the coolsculpting user manual under warnings, where it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has made diligent attempts to request additional information from the clinic, but no additional device and treatment information has been received to date. More information is being sought. A supplemental MDR shall be submitted pending receipt of additional information.

Event description:
Allergan received report of a patient who received 2 cycles of coolsculpting treatment on (B)(6) 2019 to his lower abdomen, 2 cycles to the upper abdomen on (B)(6) 2019 and 2 more cycles of coolsculpting treatment to the upper abdomen on (B)(6) 2019, all using the cooladvantage applicator. Prior to receiving another cycle of coolsculpting treatment on (B)(6) 2019 the treatment provider noticed a small protuberance on the umbilical area which she had described as "resembling an outie." The patient indicated in his treatment consent form that he had no history of hernia, so the treatment provider proceeded with treatment to the lower abdomen using the cooladvantage plus applicator. Twenty minutes into treatment, the patient complained of pain on the treated area and was asked by the treatment provider if he would like the session to be terminated. The patient indicated that he would like to complete the treatment. On (B)(6) 2019 the patient notified the treatment office that he had developed an umbilical hernia per his private physician. Allergan has made diligent attempts to obtain confirmation from the treatment provider that the patient was indeed diagnosed with hernia, and if so what the treatment recommendations were. Allergan also made diligent attempts to obtain pertinent medical records, treatment and device information but none has been received from the treatment provider to date. A supplemental report will be submitted if and when additional information is received.